Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose levels. Customer's blood glucose level was 456 mg/dl. The customer treated her blood glucose level with the insulin pump. The last time she tried to contact her healthcare provider, she was unable to. Therefore she took herself to the hospital. The device was not returned.